Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cardiac ablation procedure, a temperature spike past 73 degrees was noted on one anteroseptal atrial radiofrequency (rf) lesion. The case was complete. The patient returned to the emergency room after 48 hours and exhibited blurred vision, which was identified as a symptom of stroke. Magnetic resonance imaging (MRI) revealed findings consistent with stroke and occipital infarction. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that one lesion on the anterior septum encountered a temperature spike of 80 degrees towards the end of the lesion, another lesion spiked to 80 degrees on the lateral mitral isthmus, and a third lesion spiked to 85 degrees, approximately 1 second into the lesion. Additionally, a yellow error on the radiofrequency (rf) generator populated saying "no temperature." The patient was hospitalized for three days. It was noted that the patient had an existing left atrial appendage (laa) closure device, and during one of the ablations near that device, the temperature spiked and the catheter might have made contact with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files and images were returned from the field. The lesion summary returned from the field was reviewed. It can be observed that the maximum temperature reached approximately 84 degrees. Image files returned of activation maps, with ablation tags. Both the anterior septal mitral line and the lateral mitral line were verified to consist of radiofrequency and pulse field energy delivery. The reported event is about a medical adverse event, that could not be confirmed through image and data analysis. The temperature rise was confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.